Event description:
Meter name: surestep, strip name: surestep test strips, meter code: unknown strip code: unknown strip storage: unknown, symptoms: shakiness, very tired, sleeping alot. The patient reported they feel, they were injured by meter. Their meter allegedly was inaccurately high with control results as well as blood results. The control solution result on their meter was 149mg/dl. The range was 94-141mg/dl. Patient's blood result was 340mg/dl. There were no results reported from any other source. There was no result reported from any other source. There was no comparison between patient's meter and any other source. Treatment was pills. Doctor changed patient's pills three times. No further information has been reported.